Event description:
A customer complained of burning of her nose and tingling of her lips while wearing a mask during a study. It was reported that cidex opa was used to disinfect the mask. The customer's symptoms lasted a few days, but did not received medical treatment.